Event description:
It was reported that the foot tilt assembly does not release all the way, tbm spoke with technical services to determine the parts needed are the foot tilt assembly and the cross brace tube. No additional information provided.